Event description:
Event description cpi received information from the patient that while eating in a restaurant he thought that the implantable cardioverter defibrillator (ICD) had emitted several beep tones, however, he was unsure.